Event description:
It was reported that the patient presented to the emergency room (ER) within 2 days after the device and leads were implanted, experiencing fever, nausea, and vomiting. Diagnostic testing revealed blood cultures and chest x-ray were negative and the wound was clean with no drainage. Due to the close proximity to the implant procedure, it was adjudicated that the procedure caused the patient symptoms. The patient was treated with oral and intravenous (IV) medications and the symptoms were resolved. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.